Event description:
On (B)(6) 2013, this vns patient reported that he had a recent increase in absence seizures. Follow-up showed that the patient had epilepsy and psychogenic non-epileptic events. To the physician¿s knowledge, most were psychogenic. Attempts for additional information were unsuccessful.